Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml at a dose of 518.4 mcg per day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported the patient had reported sporadic tone increases similar to the last time his catheter malfunctioned (refer to manufacturer report # 3004209178-2014-12001) according to his hcp. The event date was unable to be obtained. Any environmental/external/patient factors that may have led or contributed to the issue were not known. There was good cerebrospinal fluid (csf) flow prior to incision. The hcp then explored the spinal incision for any potential kink. A (B)(6) study was also performed with the expected intrathecal distribution and no signs of dye out of the expected space. The spinal portion of the catheter was removed and replaced with a catheter revision kit. Good csf flow was seen following the revision. The catheter information was updated on the 8840 (physician programmer) and the catheter volume was primed. The issue was considered resolved at the time of the report. The patient's status at the time of this report was listed as "alive - no injury". It was then clarified, when follow-up was conducted regarding the reason for the spinal portion of the catheter being replaced, that there was no other explanation for why the patient had sporadic tone so the hcp had decided to replace that segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.